Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/2/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: one opened box with twenty packets of product code 734h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-00626, 2210968-2022-00627, 2210968-2022-00628, 2210968-2022-00629, 2210968-2022-00630, 2210968-2022-00631.

Manufacturer narrative:
(B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: how many sutures break during this single procedure for this patient? It was reported that 5 to 6 sutures broke in a row during use. Quantity involved is 21 should this number be in the quantity to be returned instead? Sorry. Qty involved is one and qty to be returned is 21. How many sutures break during this procedure for this single procedure? It was reported that 5 to 6 sutures broke in a row during use. Please confirm the specific number of patient events, per suture product and the quantity of sutures involved. One patient event. Have any of these events been previously reported to ethicon? If yes, please provide the pc number. Please see above. If there are additional patient events and pcs have not been created, please create the additional pcs. Please see above. What tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-00627, 2210968-2022-00628, 2210968-2022-00629, 2210968-2022-00630, 2210968-2022-00631.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2021 and suture was used. During the procedure, 5 to 6 sutures broke in a row . There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: how many sutures break during this single procedure for this patient? It was reported that 5 to 6 sutures broke in a row during use. Quantity involved is 21 should this number be in the quantity to be returned instead? Sorry. Qty involved is one and qty to be returned is 21. How many sutures break during this procedure for this single procedure? It was reported that 5 to 6 sutures broke in a row during use. Please confirm the specific number of patient events, per suture product and the quantity of sutures involved. One patient event. Have any of these events been previously reported to ethicon? If yes, please provide the pc number. Please see above. If there are additional patient events and pcs have not been created, please create the additional pcs. Please see above. What tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-00627, 2210968-2022-00628, 2210968-2022-00629, 2210968-2022-00630, 2210968-2022-00631

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2021 and suture was used. During the procedure, 5 to 6 sutures broke in a row . There were no patient consequences reported. Additional information was requested.